Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the erbe generator had an error c-01 when firing energy. The intuitive surgical, inc. (Isi) technical service engineer (tse) confirmed the reported error in the logs. The tse instructed the customer to change ports and hard power cycle the erbe, but the issue persisted with both monopolar and bipolar energy. The customer was to check for a third-party generator or another vision side cart. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed, and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run normal mode. During testing, the unit displayed u-02 errors and turned into c-00. Screen was also blank not displaying settings. Upon visual inspection the unit is in great condition no dents or scratches. The complaint was confirmed based on the failure analysis.